Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported post procedure that hemopro2 extension cable would not disconnect from the evh device. The account is reporting after multiple sterilizations the connector begins to stick. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use was observed. There were no signs of blood detected. A visual inspection was performed. One of the two connectors on the cable was observed to be broken, and missing its outer shell, which would serve for keeping the cord connected to either the hemopro 2 device, or the adaptor. To test the cord's ability to connect and disconnect efficiently, the opposite end of the cord was connected to the hemopro 2 device and then detached. There were no difficulties or struggles in regard to connecting or disconnecting the device. Based on the returned condition of the device, the reported failure "connection issue; cord; break" is confirmed.

Event description:
The hospital reported post procedure that hemopro2 extension cable would not disconnect from the evh device. The account is reporting after multiple sterilizations the connector begins to stick. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported post procedure that hemopro2 extension cable would not disconnect from the evh device. The account is reporting after multiple sterilizations the connector begins to stick. No patient involvement.